Event description:
The event occurred at (B)(6) hospital in (B)(6). The event is being reported due to intervention being required to explant the graft on the same day as it was being implanted. The doctor reported that after anastomosis of the bifurcated graft to the infrarenal aorta, it was noted that there was a 'superficial split' on the body of the graft, just above the bifurcation. The doctor initially attempted to oversew the graft defect, but after inserting a prolene suture, he decided to replace the graft. The suture was left in situ. The proximal anastomosis was redone with an interguard dacron graft.

Manufacturer narrative:
Method: on initial visual analysis, there is no damage, cut or split noticeable on the device. The investigation is continuing. Results: review of manufacturing and qc records. The manufacturing and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. There were (B)(4) units in the batch and were dispatched in (B)(6) 2008. The usage rate of this particular model is such that it may be assumed the majority have now been implanted. Conclusion: vascutek will complete the investigation and write to the doctor and report the results in the final report.